Manufacturer narrative:
(B)(4). Concomitant product(s): item# 110010249, g7 osseoti 4 hole shell 62mm h, lot# 6086988; item# 110017196, g7 neu +5mm arcomxl lnr 44mm h, lot# 3509865; item# 110017193, g7 neu +5mm arcomxl lnr 40mm h, lot# 3662461. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04557, 0001825034 - 2018 - 04554, 0001825034 - 2018 - 04553.

Event description:
It was reported that during an initial hip arthroplasty, the surgeon had difficulty seating the liner into the cup resulting in a delay in surgery greater than 30 minutes. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Item #: unknown, g7 osseoti 4 hole shell 62 mm h, lot# unknown. Complaint sample was evaluated and the reported event was confirmed through visual inspection. Visual inspection noted scratches and gouges on the scallops of all the returned liners. The g7 neutral +5mm arcomxl liner 44mm with lot # 3435943 was stuck in the shell and could not be separated for further evaluation device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation was sent to the complainant.

Event description:
No further event information available at the time of this report.